Event description:
Info received indicates the right siderail is not locking into the full up position.

Manufacturer narrative:
The technician found the weldment mount at the latch pin was worn. The technician replaced the weldment mount to repair the bed.